Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to spitting up black particles. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on mar 07, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to spitting up black particles. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer verified the device provides airflow using a known good power supply.evidence of sound abatement foam degradation/breakdown was observed in the base unit. Manufacturer confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The device's downloaded event log was reviewed by the manufacturer and found no errors. In this report, sections d9, g3, h3, and h6 have been updated or corrected.